Manufacturer narrative:
Compromised force sensor system alarm during prime test at 4 lbs due to faulty force sensor resistor. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and reservoir tube cracked.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. Customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.